Event description:
Patient arrived for laser hair reduction treatment for brazilian area. Patient called approximately 3 hours later stating she had some tenderness on upper thighs and in the buttock region. When she examined area, there were small pink squares that were tender to touch. Discussed with patient whether or not she has been taking any medication, has any medical conditions, had previous sun exposure, tanning lotions on the area. Patient denied all. Offered patient to return to clinic for provider to examine and provide post care instructions. I asked if I could have a provider review the photos she sent and follow-up with her with more information. Fnp advised for the client to take benedryl nightly and keep area moisturized and nothing else on the skin, as we do not want irritation. I recommended for the patient to ice off and on for comfort. Settings were appropriate for patient's skin type, and patient tolerated same settings used previously, as well as settings higher. Following patient encounter, I did talk with the lumenis engineer, as a maintenance was scheduled to be completed. Engineer did confirm laser had caused the burn as there was not enough coolant in the laser and the suction/seal was not working properly during patient's treatment. There was no indication from the laser or the patient's tolerance of treatment that it was not working properly. Engineer stated the laser was causing superficial heat to target the skin. Laser maintenance and issue resolved. Patient informed 24 hours later the cause of the laser burn was due to the malfunction of the suction in the handpiece. Patient stated skin appeared the same although it did not hurt anymore. Patient instructed to continue keeping area moisturized and taking benedryl nightly until area is fully healed. Patient informed area is a mild superficial burn, similar to a sunburn. I informed patient I would follow-up with her to reassess healing process. Manufacturer response for lightsheer duet laser, lumenis (per site reporter). Customer reported chill tip errors and issues with temp too high. Found coolant level to be extremely low and fans dusty. Thoroughly cleaned components and fan intakes. Filled unit to recommended level of coolant. Calibrated handpieces. Preventative maintenance performed per lumenis specifications. Unit meets specifications and is within recommended tolerances. Unit tested and operational. Ready for customer utilization. Staff indicated no errors were present on the equipment to indicate a problem (e26, p3, p4, or p5--system temperature is to hot). OEM recommends room temperature be between 60f and 80f and cooling perforations not be obstructed. Also recommends inspecting umbilical for bends or kinks as this prevents proper exchange of cooling liquids. No bends or kinks visible in umbilical cords. Room temperature set at 78f. Requested fse answer the questions: is there an alarm for low coolant levels the end user can see? Was there any leaks found that would explain the low coolant level? If no leaks could the temperature in the room cause the equipment to run hot? Are there alarm logs stored on the equipment? If so did he see any alarms associated with cooling/overtemp failures? Fse responded and will send email with details on incident. Below information sent to leadership regarding investigation. Current hospital policy states: any clinical equipment and accessories that may have been involved in the incident will be sequestered immediately after the patient involved in the incident is stabilized. Any device involved in investigation should remain sequestered and not be returned to operational use until released by the authorized healthcare organization personnel. Physical inspection of equipment and area was completed by biomed technician. No physical defects noted. Biomed contacted lumenis to request fse respond to questions regarding incident. Staff reported another service request on march 1st for handpiece alarming for vacuum error. New handpiece received and installed march 2nd. Fse arrived at location to complete a scheduled pm and to correct an issue with the et handpiece not working. Found coolant low which was causing over-temperature alarm on handpiece. Also found only available handpiece caps were cracked. Informed staff that the caps are one use only. Once pm and service was complete staff informed fse that a patient was burned recently by the equipment and provided images of the injury. Fse asked if the area injured was treated and staff said no. Fse notified staff that the equipment was operating within tolerance and the image appeared to be an allergic reaction. Fse stated low coolant was not the cause of reported burns.